Event description:
The pt underwent an interventional procedure. The physician attempted closure of the arteriotomy with the closer tsl 6fr device. Resistance was encountered when attempting to remove the device after deployment. The physician reports opening and closing the lever several times in an attempt to repark the foot without success. The pt was taken to surgery where a vascular surgeon removed the device. No arterial damage was noted, and the device was easily freed from the puncture site. The pt recovered with nofurther incident.